Event description:
The customer reported being in the emergency room due to high blood glucose of 500mg/dl. The customer experienced heaviness to chest, sick to her stomach, and pain under her arm. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. The basal rates and bolus wizard settings were correct. After receiving the tubing clamp the customer called back, but she declined to perform the high pressure test because she just changed the entire infusion set and does not want to use another infusion set or reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.